Event description:
Pt with foley catheter following extracorporeal shock wave lithotripsy procedure. Attempts to remove catheter were unsuccessful, as balloon failed to deflate. Returned pt to o.r. For balloon puncture with cysto & ureteroscope.